Event description:
During a subsequent follow-up high thresholds, decreased impedance, and low sensing were observed. The patient received innapropriate therapy. The lead was capped.

Event description:
During a follow-up, an episode of noise was interpreted as vf by the ICD. The device did not deliver any shock. The physician believes that the problem could be due to the movement of the lead with the heart contraction. Possible lead fracture was suspected. The lead will be monitored.